Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. The patient experienced elevated blood glucose symptoms of feeling unwell and vomiting on (B)(6) 2019 to (B)(6) 2019. During this time the patient's blood glucose results on the aviva insight were no higher than 10 mmol/l, and patient felt she had a stomach illness. On (B)(6) 219 the patient lost consciousness and was transported to the hospital by her father. The patient received a blood glucose result of 8.2 mmol/l on the aviva insight system and a result of 32 mmol/l on the hospital's meter. The timeframe between results was unknown. At the hospital the patient had ketones of 7.2, and was treated with IV fluids, and put on a hospital owned infusion device. The patient's blood glucose levels have come down to 15 mmol/l and ketones of 2. The caller alleged that the erroneous low results caused the bolus recommendations to be insufficient. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states additional information was added and lot number was updated.

Event description:
It was reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. The patient experienced elevated blood glucose symptoms of feeling unwell and vomiting on (B)(6) 2019 to (B)(6) 2019. During this time the patient's blood glucose results on the aviva insight were no higher than 10 mmol/l, and patient felt she had a stomach illness. On (B)(6) 2019 the patient lost consciousness and was transported to the hospital by her father. The patient received a blood glucose result of 8.2 mmol/l on the aviva insight system and a result of 32 mmol/l on the hospital's meter. The timeframe between results was unknown. At the hospital the patient had ketones of 7.2, and was treated with IV fluids, and put on a hospital owned infusion device. The patient's blood glucose levels have come down to 15 mmol/l and ketones of 2. The caller alleged that the erroneous low results caused the bolus recommendations to be insufficient. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. Additional information was obtained on january 7,2020. On (B)(6) 2019 at 6:22 pm the patient received a blood glucose result of 8.5 mmol/l and collapsed, father rang 111 and transported patient to hospital. At 8:12 pm the patient received a blood glucose result of 10.7 mmol on the aviva insight system and 30 minutes later a result of 27.5 mmol/l on the hospitals meter. At 11:04 pm the patient received the following results on the aviva insight meter, compared to a professional meter, within 10 minutes: 10.5 mmol/l (aviva insight) and 32.5 mmol/l (hospital's meter).

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned. Customer returned an empty test strip vial.